Event description:
Boston scientific received information that at the beginning of a device check, the longevity calculation of this device's battery was less than six months, but at the end of the check, the longevity changed to showing one year. There was no change in any of the parameters during the test. Boston scientific technical services (ts) discussed how a programmer can use new impedance measurements when calculating the device longevity if an impedance test was performed. Ts advised to treat the device as still having only six months longevity remaining. The patient is not dependent and will be seen at a later date. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.